Event description:
It was reported that the patient experienced pain, discomfort, unpleasant saddle paresthesia, and consistent overstimulation and shocks from their spinal cord stimulation system. It was noted that the symptoms started since the patient underwent a non-boston scientific implantable pulse generator (ipg) replacement. The patient's system was optimized however the issue persisted. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing fine postoperatively.

Event description:
It was reported that the patient experienced pain, discomfort, unpleasant saddle paresthesia, and consistent overstimulation and shocks from their spinal cord stimulation system. It was noted that the symptoms started since the patient underwent a non-boston scientific implantable pulse generator (ipg) replacement. The patients system was optimized however the issue persisted. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing fine postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed and did not reveal any anomalies.

Event description:
It was reported that the patient experienced pain, discomfort, unpleasant saddle paresthesia, and consistent overstimulation and shocks from their spinal cord stimulation system. It was noted that the symptoms started since the patient underwent a non-boston scientific implantable pulse generator (ipg) replacement. The patients system was optimized however the issue persisted. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing fine postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed and did not reveal any anomalies. Correction to MDR supplemental report 1 in block h6 patient coding table

Event description:
It was reported that the patient experienced pain, discomfort, unpleasant saddle paresthesia, and consistent overstimulation and shocks from their spinal cord stimulation system. It was noted that the symptoms started since the patient underwent a non-boston scientific implantable pulse generator (ipg) replacement. The patients system was optimized however the issue persisted. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing fine postoperatively.